Manufacturer narrative:
Device returned for evaluation was analyzed and it was determined no manufacturing defects were present. The device was confirmed with 7 uses, which is objective evidence of the operational capacity of the holmium fiber. Additionally, all laser fibers manufactured by dornier medtech america are subject to 100% inspection and power performance testing which confirms the device is operating as intended. The root cause for the complaint as reported was not possible to confirm, however, it is recognized it was not due to manufacturing defect or device inadequacy.

Event description:
Holmium fiber reportedly overheated/burned during usage.